Event description:
It was reported that the patient's healthcare provider was not able to access the pump during a refill. An x-ray was planned, and it was suspected that the pump was flipped. Pictures of flipped pumps were requested to help determine whether or not the pump was flipped. The medication used within the system was unknown. No symptoms were reported. It was later reported the x-rays were asked for so the doctor's staff could see the difference between a correctly positioned pump and a flipped pump. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).